Manufacturer narrative:
Device evaluation by manufacturer: angiojet console was received in good condition. During functional testing, the console powered up, however it went straight to error screen 50-actuator controller comm failure at power up. The issue was traced to a faulty actuator controller, and the fault was confirmed.

Event description:
It was reported that the procedure was cancelled. An angiojet console was selected for use. During the procedure, the physician found that the device drawer could not be opened, preventing completion of the procedure. The procedure was cancelled. There were no patient complications as a result of this event.

Event description:
It was reported that the procedure was cancelled. An angiojet console was selected for use. During the procedure, the physician found that the device drawer could not be opened, preventing completion of the procedure. The procedure was cancelled. There were no patient complications as a result of this event.